Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) - left ablation procedure, and the patient experienced pericardial effusion with hemodynamic changes and pericardiocentesis was attempted. While performing the procedure, the patient suffered from a pericardial effusion. Ablation was being delivered when the blood pressure dropped, and the patient began complaining of chest pain. At that time, they were ablating for about 13 seconds using a qdot catheter with the ngen system on qmode. They were ablating the anterior lateral papillary muscle. The physician confirmed the presence of the pericardial effusion using a reprocessed soundstar catheter. The pericardial effusion was located on the posterior of the heart and a pericardiocentesis was performed but they were unable to drain the fluid. The patient would potentially need to go to open heart surgery. The patient was stable but did have hemodynamic changes during the procedure. The patient¿s blood pressure remained low (75/50).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31395832l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).